Manufacturer narrative:
(B)(4); investigation summary: bd received 48 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for blood leakage with the incident lot was not observed as no defects were found. Additionally, 5 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to blood leakage as all samples met specifications. No damage, or defects were observed that could lead to leakage. Based on a review of the device history record for the incident lot, all product specifications, and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip. The following information was provided by the initial reporter: translated to english. The customer stated, "during blood collection, blood splashed not from the sleeve but from the connection between the hub and collar."